Event description:
The pt developed bradycardia. The respiratory therapist immediately entered the room and found the pt to be in cardiac arrest. Resuscitation was attempted and when the respiratory therapist placed pt back on ventilator, it was not working. Another respiratory therapist was immediately called in and confirmed that the ventilator was not functioning. The pt expired.